Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6atm for less than 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.